Manufacturer narrative:
MDR 1219913-2024-00395 was initially submitted on 22-aug-2024. A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to repeat testing. Quality control (qc) results were within expected ranges and no issues were noted for other samples. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. Review of instrument data showed no evidence of any hardware issues which would affect delivery of either sample or reagents. It is noted that the affected sample was processed with a "stat" spin. Samples should be processed according to tube manufacturer specifications to avoid potential interference by microparticles in samples which can cause inaccurate results. Based on the available information, the cause of the isolated discordant result cannot be definitively determined. The customer is operational, and the reported issue is resolved by routine troubleshooting. There is no evidence of a reagent or instrument issue. Note: in section h6, codes for investigation findings and investigation conclusions have been updated.

Event description:
The customer observed an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to repeat testing when using tnih lot 104. Following an initial low tnih measurement, the patient produced an elevated result in a second test. This result was questioned by the physician as inconsistent with the patient¿s clinical condition. The second sample was re-tested on another atellica im analyzer and a low result was obtained; this low result was reproduced in another test on the original instrument. The lower result obtained on repeat testing was accepted as correct. There are no allegations of any patient harm in association with the discordant elevated result.

Manufacturer narrative:
A customer from the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. The tnih instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.